Event description:
Dli-donor lymphocyte infusion-(related to patient) bag infusing this morning on patient came apart, lost approximately 100 cc. Tcells lost at bedside during infusion. Volume for infusion was 267.5 ml. Estimated lost volume at 100 ml. Blood may leak through the ventilation site. Patient was to receive the dose of cd3 cell =0.79e8per kg. Calculating in the loss of 100 ml the dose infused was 0.49e8/ml. The infusion line was tested and was intact. Tested integrity of bag. The set was assembled as for infusion. The bag was filled with 200ml of water, turned upside down; no leak was observed. Line was securely attached to both sides. No harm to patient.